Manufacturer narrative:
(B)(4). Connecting to an unprimed patient line is a known cause for this alarm. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. It informs the user to open clamps on lines connected to solution bags and the patient line to ensure proper priming. It instructs the user to check the lines for closed clamps. Provides step-by-step instructions for properly priming the disposable set. It warns the user not to connect to your patient line unless the fluid level is at or near the connector at the end of the disposable set patient line, and instructs the user to verify that the patient line is properly primed. A review of the label for the product family will be conducted.  Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 (air in set/line) alarm occurred during the initial drain of peritoneal dialysis therapy on the homechoice. The patient was connected at the time of the alarm. During troubleshooting, the patient reported that the patient line was not primed correctly and there was air in the patient line. The patient reported that the patient line clamp was closed during priming. The technical services representative reviewed the proper procedures and advised the patient to setup with all new supplies. There was no patient injury or medical intervention reported. No additional information is available.